Event description:
The contact stated the customer tested his blood glucose and received a reading of 36 mg/dl. He retested using another contour meter and received a reading of 140 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically siginificant. The contact did not allege the customer experienced any adverse events. The test strips will be returned for evaluation, and replacement test strips will be sent.